Manufacturer narrative:
(B)(4). The device was discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed on the clip delivery system to report the air embolism and cascading effects. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). After the first clip delivery system (cds) was advanced across the septum, air was noted on both sides of the septum. The cds was checked and a 3-way stopcock next to the clip introducer was noted to be in the open position, which had let the air in the device. Air was also noted in the steerable guide catheter (sgc) which was able to be aspirated out. The undeployed cds was removed, then the sgc was removed, but a large right to left shunt was noticed and the patient's oxygen levels quickly de-saturated. The sgc was re-advanced across the septum while the patient was stabilized. Vasopressors were administered and an intra-aortic balloon pump was placed to treat the hypotension and air embolism. Once the patient was stabilized, the procedure continued. Two mitraclips were implanted reducing mr grade to 1-2. After the sgc was removed, the right to left shunt was treated with a non-abbott septal closure device. The patient was able to be removed from the ventilator post procedure. The next day, the mr was noted to be trace grade. The patient was discharged home. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted the mitraclip g4 instructions for use (IFU) states, ¿confirm the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired¿. All available information was investigated, and the reported improper or incorrect procedure or method was an outcome of procedural circumstances/operational context (user missing IFU instructions and not closing the stock cock next to the clip introducer). The reported air embolism, hypotension and hypoxia were an outcome of the reported improper or incorrect procedure or method. The reported patient effects of embolism (air), hypotension and hypoxia as listed in the mitraclip g4 system instructions for use, are known possible complication associated with mitraclip procedures. Medication (required) and unexpected medical intervention appears to be due to case specific circumstances as vasopressors were administered and an intra-aortic balloon pump was placed to treat the hypotension and air embolism. There is no indication of a product issue with respect to manufacture, design or labeling.